Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to the patient's ipg related to their thoracic scs system. It was reported the patient did not recharge their ipg as recommended. In turn, their ipg became inoperable over time. Troubleshooting was unable to provide resolution. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.